Manufacturer narrative:
Correction : this event was notified to the manufacturer on (B)(4) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy, the device did not fire. The jaws of the device lock on tissue as well and was removed from the tissue using graspers. Another reload was used to complete the procedure. There was no patient injury as reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit's reload misfired. There was no patient injury as reported.